Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two weeks post implant the patient exhibited intermittent atrial undersensing during atrial tachycardia/atrial fibrillation (at/af) on the right atrial (ra) lead. A unipolar lead impedance warning was also noted on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that diminished p waves were noted.